Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and low amplitudes associated with a morphology change resulting in an inappropriate shock. Device data and x-rays were sent to technical services (ts) for review. Data review determined the s-ICD placement could be optimized and provided programming options to mitigate further inappropriate oversensing. Additional information was received that this s-ICD again exhibited t-wave oversensing resulting in two inappropriate shocks to be delivered. Further evaluation is expected to be completed at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.